Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a patient with a very low blood pressure (50-60s/30s) was to be given the medication norepinephrine. The medication was retrieved from a refrigerator in the pyxis machine outside of the patient's room, a 60 ml bd¿ syringe with bd luer-lok¿ tip was filled with the medication, and as a nurse was priming the medication through mini tubing a crack in the syringe was observed and the medication was ran down the nurse's hand. The syringe was never hooked up to the patient, only primed through IV tubing before the crack was noticed. The nurse ran to another pyxis machine a hallway over to get another syringe and when she returned to the patient's room, the patient's blood pressure had dropped to 47/21. The new syringe was quickly hooked up and the norepinephrine was titrated to achieve a more appropriate blood pressure.

Manufacturer narrative:
Results: one used sample with attached IV tubing was returned for evaluation. A visual inspection revealed a crack along syringe barrel (from 30ml to 60ml graduation mark). A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: although a visual inspection confirmed the customer's indicated failure mode, an absolute root cause for this incident cannot be determined. Our quality engineer notes that cracked barrels are rarely seen during the manufacturing process except in the instances where the equipment becomes jammed, in which the process is halted and any defective/damaged product are identified and removed. If the syringe barrel got "pinched" during processing, this can create an internal stress in the syringe wall, but this may not present as a crack until later on; after sterilization and/or during use where the technique involves the application of pressure. Although it is possible that the crack observed on the barrel of the syringe may have resulted from an equipment jam or a feeding issue during assembly, it is unknown as to where the fracture originated.